Event description:
It was reported that following the implant procedure, the right ventricular lead had instances of apparent non-capture noted on the telemetry strips. It was also reported that there was an initial concern of intermittent capture and sensing on the lead; however, at a follow-up 10 days after implant, the lead was functioning properly. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.